Event description:
Report from attorney states: "pt's implant failed on 1/13/98. As a result of the implant's failure, the pt was required to have another operation to discover the problem and correct it. The physician performed the operation on 3/5/98. His report...clearly indicates that there was a fault with the electrodes and that there was a break at the junction of the wire with the electrode paddle."